Manufacturer narrative:
Batch review performed on 17 july 2018: lot 157121: (B)(4) items manufactured and released on 18 march 2016, expiration date: 2021-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference 01.29.202 (k112115); lot 152605: (B)(4) items manufactured and released on 09 december 2015. Expiration date: 2020-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to pain, 2 years after primary. The cause of pain is unknown. The surgeon revised the head and liner.